Manufacturer narrative:
Correction: during follow up, it was clarified that the patient did not experience a delay in therapy for more than 72 consecutive hours. A delay of therapy less than or equal to 72 hours is not likely to cause or contribute to serious patient harm. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6 and h11: h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were excessive delays of therapy greater than 72 hours during use with a minicap transfer set. The transfer set was replaced and the issue resolved. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.